Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that deflation issue occurred. A 5.00 x 16mm synergy drug-eluting stent was selected for treatment. However, during the procedure, the balloon deflated slower than normal. The balloon was removed in a partially inflated state, and the procedure was completed using an alternate method. There were no patient complications reported.